Manufacturer narrative:
Device evaluation summary: customer report of calcification and foreign tissue was confirmed. Heavy calcification was observed in the cusp areas of leaflets 1 and 3, and remaining cusp of leaflet 2. The free margins of leaflets 1 and 3 exhibited heavy calcification, the remaining free margin of leaflet 2 exhibited minimal calcification. Minimal to moderate host tissue overgrowth encroached onto the tissue at the inflow aspect and into the orifice at the greatest point by approximately 3mm. Host tissue was heavy at the stent inflow and minimal at the stent outflow. Calcification restricted mobility in the leaflets and led to stenosis. Two tears were observed on leaflet 1: one at commissure 1, tear measured approx 8mm x 5mm, and one tear was on the free margin of leaflet 1, tear measured approx 6mm x 1mm. A torn area was also observed on leaflet 2, area measured approx 12mm x 10mm, torn piece was returned with valve. Calcification was also visible at the regions of the tears. Two pieces of individual tissue was also returned with the valve, calcification was also observed on these 2 pieces as well. The x-ray demonstrated calcification of the device with no visible damage to wireform. Device evaluation confirms heavy calcific tissue degeneration as the primary cause of the reported stenosis leading to this explant. Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. There is no information to suggest a device quality deficiency related to this event.

Manufacturer narrative:
The explanted device was received by edwards; however, evaluation has not yet been completed. Furthermore, attempts are ongoing with the healthcare provider to obtain patient records and additional details.

Manufacturer narrative:
The explanted device was received by edwards; however, evaluation has not yet been completed. Furthermore, attempts are ongoing with the healthcare provider to obtain patient records and additional details.

Event description:
It was reported to sales from surgeon that an edwards aortic bioprosthetic valve was explanted after an implant duration of approximately 8 years indicating, "the valve had lots of vegetation and the root graft was severely calcified." No additional information was provided despite multiple attempts with the healthcare provider.

Event description:
Operative report indicates: "the aorta was opened. The graft was found to be heavily calcified as was the native cusp as well as the ostium of the coronaries. With a lot of difficulty, the bioprosthetic aortic valve and aortic root were removed.... There was an infection on the valve leaflets as well as subannular abscess under the left main...[valve was removed and replaced] the patient tolerated the procedure well."